Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous, non calcified mid to distal right coronary artery (rca). The lesion was predilated with a maverick2 balloon and then a 2.50x16mm taxus liberte stent was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent strut was lifted up. The procedure was ended and the patient was rescheduled for a percutaneous coronary intervention. No patient complications were reported with the patient's current condition listed as "good".